Event description:
Cardiac tamponade occurred acutely post implant. Lead remained implanted and fluid pressure was relieved by pericardiocentesis. The lead was not repositioned. It was reported that pericardiocentesis was performed by dr breezing after the pacemaker implant was completed. The fluid removed was blood. The lead was not repositioned. Six days later, it was reported that the pt's outcome was good after pericardial window and fluid drainage.